Event description:
The body of one of the polyaxial assemblies separated from the screw approximately one month post-op. The construct was explanted and the pt was revised with another pedicle screw system.